Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, while aspirating for blood from the sideport, air bubbles were noted. The sheath was exchanged and the procedure was completed with no adverse consequence for the patient.